Event description:
The device was used during a laparoscopic procedure. Reportedly, the instrument did not fire. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.